Event description:
During baxter's evaluation, a spectrum pump had system error 322. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 322 was reproduced while running a loaded set. It was determined that the upper and lower auxiliary assemblies were the failing components which caused this error. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.